Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed supplies and resumed insulin delivery. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Reportedly, the customer reloaded the cartridge and resumed insulin delivery. Blood glucose was 215-336 mg/dl.